Event description:
It was reported that noise had been observed on the right ventricular lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the lead was returned in three pieces. An insulation abrasion was noted at 4.9 cm to 5.1 cm from the connector pin and at 10.6 cm to 10.7 cm from the distal tip. The abrasions were consistent with exposure to constant friction with another implantable device.